Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a sparc on (B)(6) 2010 to treat her stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced significant mental and physical pain and suffering, undergone multiple surgeries and revisionary procedures, and has sustained permanent injuries. Plaintiff's attorney also alleged plaintiff suffered extreme pain, erosion of her internal tissues, dyspareunia, hematuria, dysuria, chronic mucoid discharge, disability, mental anguish, and aggravation of a pre-existing condition.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.